Event description:
During the eval of a returned spectrum infusion pump, 203 occurrences of "downstream occlusion" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The downstream tubing guide and force sensor gasket were replaced.